Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The heartmate 3 lvad, serial number (B)(6), was not returned for evaluation. The heartmate 3 lvas IFU, rev. C, is currently available. This IFU death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No device-related issues reported. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2021. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a sudden drop in flow to zero liters per minute (lpm) in the early morning on (B)(6) 2021. The account suspected ingested pump thrombus. A review of the periodic log file appeared normal. A review of the event log file was normal until (B)(6) 2021 at 6:46:51 when low flow events began occurring. Power also decreased with pulsatility index (pi) becoming less dynamic. Pump temperatures were within normal ranges. Rotor displacement and noise appeared normal. Technical support noted that the pump appeared to be operating as intended. Pump parameter trending seemed to be more suspect of some type of obstruction rather than ingestion. The patient went to the cardiovascular intensive care unit (cicu) and decompensated with mean arterial pressure of 40 mmhg. The surgeon put the patient on extracorporeal membrane oxygenation (ECMO) to stabilize him. The account planned a pump exchange. Prior to pump exchange, ramp echo, heartmate 3 lvad with severely reduced native lv systolic function and evidence of likely pump thrombosis based on very abnormal doppler waveform in the outflow cannula and no changes in left ventricle diameter at any pump speed. The pump was removed and replaced. Thrombus was found in the inflow cannula extending into the left ventricle. The pump was to be sent to hospital pathology prior to being returned to manufacturer for investigation. The patient developed ischemic bowel on (B)(6) 2021 as confirmed by a computed tomography (CT) abdomen. It was not amenable to surgical intervention and was deemed to be not survivable. The patient's family withdrew care and the patient expired on (B)(6) 2021 at 2:37 am. The pump was working as intended. The family declined an autopsy and no equipment was to be returned. Related manufacturer reference number: 2916596-2021-02328.